Event description:
As reported by the edwards japanese affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, a 14 fr esheath was inserted through cutdown obtained on the right femoral artery. Both the external iliac artery (eia) and common femoral artery (cfa) were locally narrowed. Although there was no resistance while inserting the sheath, strong resistance was felt during advancement of the delivery system. The valve was deployed in the targeted position successfully. When removing the sheath, angiography was performed and the dissection in the eia was suspected. Percutaneous transluminal angioplasty (pta) was performed via contralateral side, and the stent was implanted. The access vessel minimum luminal diameter (mld) measured 4.4 mm at the eia to cfa. Mild calcification in the access vessel was reported. There was no tortuosity in the access vessel. The device was discarded at the hospital and not returned for evaluation.

Manufacturer narrative:
Corrected b.5 due to typo in original description provided. The device was not returned to edwards lifesciences for evaluation. CT imagery was provided and reviewed but no images were observed to be relevant to this evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The resistance between the sheath shaft and delivery system was unable to be confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the event. As reported, ¿strong resistance was felt during advancement of the delivery system¿, and ¿the access vessel minimum luminal diameter (mld) measured 4.4 mm at the eia to cfa. Mild calcification in the access vessel was reported. As such, it is likely that the root causes of the resistance of delivery system, which are related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: ¿ tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. ¿ calcification can reduce the vessel diameter and may increase restriction leading to resistance. It can also result in the creation sub-optimal angle during delivery system insertion that may lead to resistance. ¿ undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. ¿ steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which during advancement may lead to resistance. The maneuvers and manipulations required due to the resistance experienced most likely caused or contributed to the iliac artery dissection. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Available information suggests that patient (calcification/undersized vessels) likely contributed to the complaint event. The technical summary is applicable to this complaint; thus, an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, a 14 fr esheath was inserted through cutdown obtained on the right femoral artery. Both the external iliac artery (eia) and common femoral artery (cfa) were locally narrowed. Although there was no resistance while inserting the sheath, strong resistance was felt during advancement of the delivery system. The valve was deployed in the targeted position successfully. When removing the sheath, angiography was performed and the dissection in the eia was suspected. Percutaneous transluminal angioplasty (pta) was performed via contralateral side, and the stent was implanted. The access vessel minimum luminal diameter (mld) measured 4.4 mm at the eia to cfa. Mild calcification in the access vessel was reported. There was tortuosity in the access vessel. The device was discarded at the hospital and not returned for evaluation.